Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported the procedure was to treat a lesion with 95% stenosis in the proximal right coronary artery (rca). A non-abbott guide wire was advanced easily into the distal rca and pre-dilatation was performed with a 2.0 x 12 mm balloon catheter. A 2.5 x 28 mm xience xpedition stent delivery system (sds) was advanced to the target lesion without resistance. To give room for dilatation, the guide wire had to be pulled back close to the coronary ostium. At the onset of stent deployment the guide catheter, sds and guide wire slipped out of the coronary and kicked back into the aorta. A few seconds later the stent disappeared off the balloon. The devices were carefully retrieved, and it was confirmed the stent had dislodged. The head, neck, both arms and legs down to the knees and then to the ankles were fluoroscoped without seeing the dislodged stent. The patient remained asymptomatic throughout the procedure and without any neurologic symptoms or chest pain. Ultimately, a new guide catheter was re-introduced into the rca ostium. A new guide wire was advanced without difficulty into the distal rca. A 2.5 x 33 mm xience xpedition sds was advanced into the lesion and after careful placement, the stent was deployed with excellent results. The patient was transferred in stable asymptomatic condition to the critical care unit (ccu) for further monitoring. After being admitted to the ccu he was sent for CT scan of the head and neck to confirm that no stent was seen in the patients anatomy. He was discharged home with plans for follow-up in cardiology clinic. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation determined the reported difficulties appear to be related to circumstances of the procedure.